Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "incident occurred on (B)(6) 2025 at ~13:00pm. Summary: unexplained ventilator alarm on arrival in ICU with potential to deliver high tidal volume. Details: patient transferred to ICU while being intubated and on ventilator. All equipment checked prior to departure. Hamilton pre op checks passed. Ventilator working well throughout transfer with normal tidal volumes and patient's vitals were stable during transfer. On arrival to ICU alarms suddenly reading high pressure and said attempting to deliver 3000mls. Pt immediately removed from ventilator and utilised bvm by dr with no change to patient condition and then quickly transferred to ICU ventilator. Pt checked and had no purposeful movement and was not biting tube (remained sedated). Pt did not need suctioning. Tubing of ventilator was still connected with no kinks in tubing. No settings had been changed. O2 supply was still adequate. After leaving ICU staff ran the pre op check again and it again passed, and device appeared to be working. Pt immediately removed from ventilator and doctor utilised bvm (bag-valve-mask) ventilation with no change to patient condition and then quickly transferred to ICU ventilator." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.

Manufacturer narrative:
Investigation outcome: it was reported that the device alarmed for high pressure and attempted to deliver volumes of 3000 ml. The patient was immediately disconnected from the ventilator and moved to another ventilator. The incident did not result in any patient harm. No screenshot of the monitoring values was provided. On reviewing the device logs, no occurrence of the high-pressure alarm was evidenced. It was observed that the device was set at expminvol (high) at 6.50 l/min, vt (high) at 550.0 ml and vt at 400.0 ml. The occurrences of the high minute volume, vt high and inspiratory volume limitation indicated proper function of device's alarm monitoring system and do not support the claim that the device attempted to deliver such high volume to the patient. No disconnection alarms were observed at the time of reported incident. The device was switched to standby within just above 2-minutes since the occurrence of first alarm at 12:38:36. Requested to perform complete service software and verify the function of proximal flow sensor. Local biomed confirmed that all tests were performed and the device passed all calibrations and tests. The reported problem could not be reproduced. This case is considered as closed.